Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient went to sleep with no symptoms, and the last cgm reading she recalled before sleeping was 170 mg/dl. No fingerstick comparison was taken at that time. While asleep, the cgm stopped working and displayed ¿sensor failed¿, and the patient became unresponsive. The device did not issue any alerts for this. The patient´s son returned home from work and found her unresponsive, unable to speak or open her eyes. The son took a fingerstick and the blood glucose reading was 562 mg/dl, while the cgm was not displaying any glucose value. The patient cannot confirm how long she was out as it happened during her sleep. The patient felt weakness and numbness. The patient was treated by their son with 12 units of short acting insulin and 40 units of long-acting insulin via injection. Approximately 30 minutes after insulin administration, the blood glucose reading went down to 231 mg/dl. At that time the patient was already doing better and feeling fine. No emergency medical services (ems) were called, and no hospital was visited. At the time of the report the patient was stable. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On 04/06/2026, it was reported that the patient went to sleep with no symptoms, and the last cgm reading she recalled before sleeping was 170 mg/dl. No fingerstick comparison was taken at that time. While asleep, the cgm stopped working and displayed ¿sensor failed¿, and the patient became unresponsive. The device did not issue any alerts for this. The patient´s son returned home from work and found her unresponsive, unable to speak or open her eyes. The son took a fingerstick and the blood glucose reading was 562 mg/dl, while the cgm was not displaying any glucose value. The patient cannot confirm how long she was out as it happened during her sleep. The patient felt weakness and numbness. The patient was treated by their son with 12 units of short acting insulin and 40 units of long-acting insulin via injection. Approximately 30 minutes after insulin administration, the blood glucose reading went down to 231 mg/dl. At that time the patient was already doing better and feeling fine. No emergency medical services (ems) were called, and no hospital was visited. At the time of the report the patient was stable. No other details were documented. Data was provided for investigation but does not reflect the full investigation window. The allegation was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.